Event description:
The nurse of a patient called zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to heavy corrosion on the monitor printed circuit boards. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.